Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the reported event likely occurred due to the following mechanism: 1. The seal and cut output was performed with the gripper closed without gripping the tissue (including after the tissue was cut), so the tissue pad was worn. 2. Since the tissue pad was worn out, the non-insulated area of the grasping section and the distal end of the probe came into contact. 3. The output was activated in seal & cut mode as stated above. Therefore, scratches (contact marks) were made on the probe and the grasping section, indicating that they encountered each other. 4. The device was activated in seal &cut mode or while the grasping section was grasping tissue. This applied a force to the scratched area of the grasping section, causing this area to have cracks. Also, an error occurred. 5. A force was applied to the probe causing it to break. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ this supplemental report includes a correction to d9 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name: (B)(6) general hospital. The broken probe tip was not returned, however the remaining device components were returned and evaluated, and the customers allegations were confirmed. The probe was broken 11mm from the tip and there were scratches around the broken part of the probe. A fractured surface of the probe was observed, and it was noted that the crack had started from the scratch and had grown. The tissue pad was worn out. There were traces of contact with the rear end of the probe on the non-insulated part. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The olympus representative reported on behalf of the customer that the thunderbeat probe broke during a laparoscopic liver surgery. The broken probe has been recovered from the body and it was noted to be sharp. It is unknown what part of the body the piece fell into and how it was retrieved. The procedure was completed with another similar device. There was no effect on the patient and no patient harm reported.